Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the provider was unable to fill the pump with all 20ml of drug for the past two refills. The provider was able to get the expected volume out of the pump. There were no patient symptoms or complications associated with the event. A pump replacement was planned. The patient¿s status at the time of the event was said to be alive and no injury. The pump was used to deliver fentanyl. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.

Event description:
Additional information reported difficulty filling or aspirating the reservoir. The hcp was able to aspirate completely (bubbles were seen), but they were unable to refill to only 16mls. The volume discrepancy at refill was within specification (only about a 1ml discrepancy). This has happened at the last 2 refills. The event date was about 3 months ago as there are usually 6 weeks between refills. The patient appears to be doing well therapeutically. The physician reports the patient is a little difficult to assess.

Event description:
Additional information received reported that the patient was scheduled for a replacement on (B)(6) 2014, which is now rescheduling, the replacement date is unknown. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).